Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. There was no intervention completed at this time. The patient is stable.